Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that an air detected in cassette during fill 6 of 6 was encountered while the patient is connected. The patient indicated that a fluid leak was observed as well inside cassette door. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Additional information was solicited.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted, although no alignment bar was present. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The valve actuation, system air leak, and mushroom head check tests all passed. The glucose test was positive. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The fifteen minute self-test / treatment was perform, during setup phase of treatment, an ls11 (heater bag not detected) message occurred and the treatment was cancelled. The failure was due to a fluid intrusion, which clogged a filter (hp1). The filter hp1 was replace with a clean filter. The second fifteen minute self-test/treatment was perform and completed. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.